Manufacturer narrative:
Device evaluation: returned device was received with op case cracked by the front left bottom corner. No visible contamination. Evidence of reported problem in event log was found. During the evaluation of the device it was unable to duplicate reported problem. Error found in ehl. Interconnect flex cable was connected to the main board and glue was intact on j9 connector .problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 wireless pump had a audible post alarm. No adverse patient effects were reported.